Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a slow vt episode that triggered a non-sustained vt event and a non-sustained v oversensing event. Patient felt light headed during the episode. Upon reviewing the session records, intermittent undersensing was also noted. Programming changes were recommended. Patient was stable during device check.